Manufacturer narrative:
The reported event of a high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and an x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies, with the exception of procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.